Manufacturer narrative:
An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in ICU patient with a swan-ganz catheter during target market release (tmr) and when co, sv, cvp, sto2, svr values were out of range (in the red zone), the alerts of this hemosphere alta monitor were not audible even though the were activated in settings. The issue was solved by restarting the monitor. In addition, there was no alert after zeroing. There was no allegation of patient injury. Patient demographics were not available. The device was not available for evaluation since it is tmr.

Manufacturer narrative:
Updated section d9, h6 (type of investigation) and h6 (investigation findings). Finally, the device was received for evaluation. The reported issue could not be confirmed. A known working hemfsm10 was connected and monitoring was started. Channels 1 and 2 displayed 65% sto2 (+/- 5%) with a simulator connected. No errors occurred. The red alarm limit was dropped down to below 65% and a visual and audible alarm occurred. All volume levels in the "alarm volume" settings were audible. Additionally, a video and software logs were provided for evaluation. Review of the video confirmed normal device behavior, as it was observed that all of the parameters on the monitor were in the yellow range. Review of the provided software logs was unable to confirm the alleged complaint, as the logs were incomplete. Based on the information obtained, the root cause of the alleged complaint is unable to be determined. Furthermore, there is not sufficient evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). No product was returned for evaluation as the device is under target market release. Also, the diagnostic logs were not available for review. Without the return of the product or the diagnostic logs, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully